Event description:
It was further reported when follow-up was obtained that the physician was informed of the device undersensing and the issue will be addressed at the patient¿s next office visit. The patient has not been seen at this time, no intervention has been taken and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the device was intermittently undersensing atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).